Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the power switch being damaged and clogged could not be identified. However, it is likely the cause is related to a defect associated with the design of the power switch (which is an older version). A design change of the power switch was implemented to improve its resistance. The design change was confirmed to have been made and the countermeasure products were shipped after november 18, 2013. The reported device was manufactured prior to the application of the design change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, front panel chip and main power switch stuck was confirmed. In addition bad scope socket, corrosion on top cover, bottom chassis, and front panel were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source power button is stuck. In addition the case is cracked and damaged. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.